Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that the sensor readings have been off by more than 100 points. The blood glucose reading is 85 mg/dl. Caller is requesting information on how to fix this issue. There are differences between the sensor glucose and blood glucose readings. After reviewing the customer's data table, the previous sensor had sensor error, weak signal and lost sensor. Caller stated that the sensor is not always calibrated the four times per day. Advised caller of the recommended calibration frequency. Nothing further reported.